Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited failure to convert a ventricular tachycardia (vt). A vt was started multiple times, however after multiple unsuccessful attempts to convert the arrhythmia the patient was hospitalized. An x-ray was completed and identified the system placement could be optimized. The physician elected to reposition the system and perform shock testing at a future date. This system remains in service. No additional adverse patient effects were reported.